Manufacturer narrative:
Additional information: h6, h11. H11: a companion sample was received for evaluation. Visual inspection of the sample showed the product unused in the closed original packaging, with no visible defects. Functional leak testing was performed on both the blood and dialysate sides and no leaks were detected. The reported leakage event s were not reproduced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed when an "air bubble was coming out from membrane side" of a polyflux 170h during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.